Manufacturer narrative:
Product analysis :macroscopic examination confirms the implant is fractured into multiple pieces and broken. The extent of the damage suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified a fracture at the base of the implant, with a hairline crack connecting the threaded hole and the fracture. Fracture morphology displays rays emanating from the origin in a starburst pattern. The above observations are consistent with bend stress overload.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion (plif) surgery. During surgery, the cage split into two while the doctor was inserting it into patient. No fragment of the product remained in the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.